Event description:
During surgery, the stapler was fired, but became stuck on the vena cava and the surgeon was unable to release it. Stapler had been used 3-4 times prior to getting jammed. Surgeon had to apply clips adjacent to the stapler and dissect the vein in order to free the stapler from the patient. Observing the instrument after cleaning, the handle was in the released position but could not be pulled. Jaws were closed and release mechanism was jammed. Staple load was stuck and the release button was jammed. Used tools to depress catch and open jaws. The knife was not fully retracted and was visibly sticking out about 4mm. Properly formed staples and pieces of tissue were stuck to the jaw face. After clearing debris, handle was tested with a new 2.5mm staple load on about 12 layers of blue nitrile glove. Stapler seemed to function normally with well formed staples and even cut.